Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. Evidence of moisture ingress was also found inside the battery compartment. The pump case was removed, and no further evidence of moisture ingress was noted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that, during a routine battery change, the battery seemed to be leaking, the pump casing was cracked near the battery compartment, and corrosion was visible inside the battery compartment. The reporter had allegedly used the pump while swimming; however, no visible moisture inside the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.